Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had trouble with her stimulator working and not working. The patient had narrowed the issue down to the patient programmer. The patient changed their batteries twice. They confirmed that the batteries were installed properly. Before they turned the stimulator on it was not helping with the pain. The night prior to the report the patient increased the stimulation to 2.85 and was barely helping her pain. They kept the stimulation at 1.3 and stimulation was working fine. The patient said that many months ago the stimulator stopped helping her pain. They did not have any falls or traumas. The patient had unrelated kidney stones and was clear at the time of the report. They had met with a manufacturer representative for an adjustment in the fall. The adjustment helped but then it quit helping again. The stimulator worked wonderful at first and then all of the sudden it stopped helping her pain. Additional information was received noting that the manufacturer representative had seen the patient for a routine minor adjustment in the fall. They were not aware of a loss of therapy. They tried reaching out a number of times but had not gotten through to the patient. If additional information is received, a follow-up report will be sent.